Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, leak testing, clamp function testing, clear passage testing and simulated therapy were performed with no issues noted. The reported condition was not verified and the device met product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell six of seven while the patient was connected. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative helped the home patient end therapy and remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.